Manufacturer narrative:
The affected device was checked on site, and the log file was provided to the manufacturer for a detailed analysis. During log file analysis it was found that the pba m16.2 and the cf card were faulty. Due to this, the device performed a restart, and posted corresponding alarm messages. As a safety feature of the system, a safety software analyses, and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. During the restart the emergency-breathing valve would open to ambient allowing for spontaneous breathing and audible alarms would be posted to inform the user about the problem. After the restart the alarm message ¿ventilation unit restarted¿ is posted, ventilation goes on with the set parameters. The device reacted as specified on a detected internal failure and posted accompanying alarm messages to inform the user about a problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment, and thus, accepted.

Event description:
It was reported during use that the unit alarmed for a device failure. There was no patient injury reported.